Event description:
A 15 mm diameter x 11.5 cm length aneurx iliac stent graft was inserted for endovascular treatment of an abdominal aortic aneurysm on event date. The aneurysm and vessel morphology are unknown. A "new" cook 16 french introducer sheath was used for the procedure. It was reported that the physician felt resistance while attempting to deploy the iliac stent graft and the hytrel graft cover broke inside the handle. The physician recaptured the stent graft in the sheath and removed the stent graft from the patient. It was reported that the physician used another stent graft successfully to complete the procedure. No additional information is available. No clinical sequelae were reported and the patient is reported to be fine.